Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during an MRI, with MRI mode enabled, patient experienced a shocking sensation that traveled from the chest, through the legs. To address the incident, abbott rep evaluated system and sent generator logs for analysis. Sensation has since resolved. It is unknown which lead was involved.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136303.